Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The returned wet anterior cassette procedure pak was visually inspected and no obvious defects were found. The sample was tested on a calibrated console and the sample failed to prime generating system message (sm), "leak test failure...please confirm the irrigation tubing, aspiration tubing, and the test chamber are properly connected to the handpiece." The irrigation and the aspiration fittings were intact. The cassette was removed from the console and the irrigation/aspiration (I/a) fittings were checked for proper fit on the handpiece. A second attempt to test the sample failed and system message was generated indicating a pressure and/or vacuum test failure during calibration. A submerge leak test was performed by pressurizing 200mmhg air into the cassette within one minute. No leakage was detected. The pressure was increased to 200mmhg in the one minute interval testing. The stable air flow indicated that no leakage occurred. A blue dye was then used to assist in detecting for any leakage within the cassette. The dye did not penetrate the filter boundaries indicating no leakage at this location. A full internal pressure leak test was then performed utilizing an external pressure source and no leakage was detected. The cassette was reinserted back onto the calibrated console and the sample passed priming. When priming concluded a sm was generated, "aspiration flow too high. Flow will be disabled. Please release the footswitch treadle to reset." Aspiration was measured during vacuum performance testing and sm 3300 occurred, "draining cassette," which displayed on the console. When the irrigation pressure was measured the sample passed specifications. Aspiration was measured and failed to meet the specified vacuum level, which is consistent with the customer experience. No leakage was detected from the connectors, the cassette, and the elastomers or onto the pump area of the fluidics module. The elastomers were removed from the housing to check for abnormality; the elastomers and the pinch plate channels were in good condition and could fully engage to the pinch plate. A second calibrated console was utilized and confirmed the initial results. Laboratory results confirmed aspiration failure during root cause evaluation. However, we could not conclusively locate the source of the leak and determine the causality of the aspiration failure. The root cause for this event is not known. This complaint has been reviewed and based on a low occurrence rate and unknown root cause, it is determined that no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an aspiration failure during a cataract procedure. The product was replaced and the procedure was completed. There was no harm to the patient. No additional information is expected.